Event description:
Patient had acl (anterior cruciate ligament) surgery in (B)(6) 2014 utilizing the dyonics 25 control unit. It was stated that during the procedure, the surgeon encountered unknown problems when attempting to insert an interference screw in the femur which for some unknown reason, resulted in a blowout of the femoral tunnel. An endobutton was then used as proximal fixation which was successful and without complications. Upon removal of the draping, the patient had edema and reduced microcirculation. Tourniquet pressure was reduced and circulation was established in both arterial dorsalis pedis and tibialis posterior. Surgeon stated post-operative complications due to lack of pressure control from pump; however, the pump never indicated lack of pressure control and neither the display or alarm gave notice of a defect pressure reading. As a result of impaired circulation, the patient was hospitalized overnight and released the following day. Patient presented to outpatient (B)(6) 2014 suffering from persistent pain and general malaise and was admitted for overnight observation and released. After unknown period of time, the patient was admitted to (B)(6) hospital with an injury to the popliteal artery which was eventually sutured with a patch. Patient¿s post-operative status is unknown at this time.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one control unit, dyonics 25 was returned for analysis. The reported complaint of ¿possible lack of pressure from the arthroscopy pump¿ could not be confirmed. The unit was visually inspected and appears to be in average condition. No internal or external damage was found. Control unit passed functional testing with no erratic pressure/flow problems or alarms. Product passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. The complaint investigation has concluded that no problems in function, materials, or workmanship have been found. A clinical review of the available information does not suggest any harm to patient resulting from the device. (B)(4).